Manufacturer narrative:
Additional patient code added, 3191 - no code available (significant reduction of irido-corneal angles) product evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the haptic torn with residue on the lens. Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Adverse event or product problem: corrected for "adverse event" to "product problem" for initial MDR. Type of reportable event: corrected from "serious injury" to "malfunction". Claim#: (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. One similar complaint type event reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -5.0 diopter into the patient's right eye (od) on (B)(6) 2018. The surgeon reports excessive vault, elevated iop and glare/halos. The lens currently remains implanted.